Event description:
Reported event of "leak" from journal article: "comparative outcomes of laparoscopic adjustable gastric banding in adolescents and adults," surgery for obesity and related diseases 7 (2011) 720-726. This medwatch represents the 3 cases of "leak (port, band, tubing)" listed in table 5 of the article.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."